Event description:
It was reported that the insulin pump alarmed no delivery while priming. Customer's blood glucose was 550 mg/dl. Customer treated via syringe. Troubleshooting was done. It was found there was connection issue and customer was able to prime the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.